Event description:
The patient had been obtaining readings in the "80's and 90's" on her surestep meter. Based upon these readings, she ceased her pm insulin for five or six days. However, pt continued to take her morning insulin. On 5/12, the paramedics were summoned in the middle of the night because pt's heart blood glucose was "over 400" (method unk). Pt was treated with insulin and released about eight hours later, no diagnosis was given. Pt could not recall testing her blood glucose on the surestep meter the day of the event. When describing the symptoms pt felt prior to the ER visit, the pt reported that she felt general confusion, frequent urination and could not focus or concentrate, however, she attributed this to a "stressful time at work." The last ten results in the meter are (most recent first): 275, 177, 211, 213, er2, er5, 18, 21, 18. The first seven results were obtained after the hospitalization.